Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(4), during a transaortic tavr procedure, during valve deployment, the certitude delivery system balloon ruptured before full inflation of a 29mm sapien 3 valve. As the pusher of the inflation device was pulled back, blood was observed in the syringe. An 8ml of contrast was left in the inflation device at the time of the balloon rupture. During the withdrawal of the delivery system, the ruptured balloon caught on the sheath tip. Only the proximal side of the balloon, with the flex catheter and handle, was withdrawn. The nose cone and a portion of the balloon shaft from the guidewire lumen shaft remained in the patient. The balloon shaft was pulled ¿directly¿ and removed with the sheath as a unit. A second sheath and delivery system were prepared and used to post dilate the valve. No injury to the patient was reported. The valve was deployed where intended. The valve remains implanted in the patient. The native annular diameter measured 27.0mm by tee. Severe aortic valve calcification and moderate aortic root calcification was reported.

Manufacturer narrative:
The certitude delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the guidewire shaft and nose tip were separated from the delivery system. A radial balloon burst, partially on the working length and partially on the tapered length, was observed. A full radial tear was observed, no pieces appear to be missing. A kinked area approximately 3 inches in length was observed and gouges were observed on the nose wing assembly. Review of the photographs provided by the site revealed nose tip and guidewire lumen separation from the delivery system. Dimension analysis of the single wall thickness was performed at three locations along both sides of the longitudinal tear. All measurements met specification. No functional testing could be performed due to the condition of the returned device. During the balloon manufacturing process, the balloon dimensions are 100% inspected, including the balloon diameter and wall thickness. The balloon component is also 100% visually inspected for defects including witness lines and contamination, crow¿s feet, scratches gel-spots and fish eyes. The delivery system undergoes 100% inspection during the pleat and fold process. The entire device is also 100% visually inspected for visual defects. The delivery system undergoes leak testing. Following the leak test, the balloon cover and inflation balloon are inspected for any damage. A balloon burst pressure test is also performed on sample devices during the product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported event. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the complaints for ¿balloon ¿ burst¿, ¿delivery system ¿ withdrawal difficulty ¿ through sheath¿ and ¿distal tip, nose tip ¿ separated¿ were confirmed based on the visual inspection of the returned device and imagery provided. However, no manufacturing non-conformities were found in the returned sample. A review of the manufacturing mitigation, dimensional measurements and visual inspection of the delivery system did not indicate any manufacturing non-conformance contributed to the event. In this case, in addition to the procedural factors (manipulation of the devices, excessive force used during the device withdrawal), patient factors (severe valvular calcification, moderate aortic root calcification) likely contributed to the balloon burst during valve deployment. It is likely that the torn balloon got caught of the distal tip of the sheath contributing to the withdrawal difficulty and the subsequent nose tip / guidewire lumen separation. The physician training manuals recommend that the user ¿(do) not use excessive force when removing the balloon if the inflation balloon bursts during deployment¿ and ¿take care when removing the balloon through the tip of the sheath¿. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.